Event description:
Philips received a complaint on the v60 ventilator, indicating that the device produced an "oxygen device failed" and an "oxygen not available" error code. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The authorized service provider (asp) confirmed that the "oxygen device failed" and an "oxygen not available" error codes were found in the device event log. The asp completed a functional testing on the device, but the reported oxygen error codes could not be reproduced. The asp informed the customer that the device issue could be caused by the flow exceeding the leak correction capacity of the device due to an open circuit. Following the inability to reproduce the error codes, the asp completed a comprehensive inspection, cleaning, running test, and functional test on the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).